Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by the customer that the tip of the IV tubing got stuck and broke off in a PICC line during pt use.

Manufacturer narrative:
Investigation results: it was reported that the tip of the IV tubing got stuck and broke off in a PICC line. One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The male luer tip was broken off. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. The supplier reviewed their quality checks of the spike component and concluded that this is not a manufacturing issue as the assembly machine has a 100% visual inspection of all samples. The cause of the damage is most likely due to use error. A DHR was performed on the possible lots: a device history record review for model 2420-0007 lot number 24055672, 24055673, 24055702, 24055703, 24055719, 24055757, 24055758 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.